Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial and has some moisture. Visual inspection found foreign material on lens surface (clear residue) and the lens missing a piece of haptic. (B)(4).

Manufacturer narrative:
Additional data: this product is manufactured in the u.s, but not marketed in the u.s. (B)(4). Work order search - no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vticm5_13.7 implantable collamer lens, -10.5/+4/87 diopter, into the patient's right eye (od) on (B)(6) 2016. The patient experienced lens opacity (posterior subcapsular cataract). On (B)(6) 2017 the lens was explanted for phaco-emulsification and iol implantation. The problem was resolved. On (B)(6) 2017, the patient's best corrected visual acuity (bcva) was 20/20. The product has not yet been returned for evaluation.